Manufacturer narrative:
Eval results: severe angulation and disease progression of the aortic neck resulting in a type I endoleak). (Endoleak). Conclusion: (severely angulated aortic neck and disease progression which resulted in the aneurysm expanding proximally above the stent graft). Pending secondary intervention.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology 67 months post stent graft implant was severe angulation of the aortic neck due to disease progression. The disease progressed and resulted in a type I endoleak. Due to the poor health of the pt, the physician has elected to surgically convert the pt to a conventional repair at a later time. No add'l clinical sequelae were reported and the pt is fine.